Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from the field representative. No further information provided. Further review of the manufacturer's database indicated the patient died approximately one month post the ipg system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a white substance on it. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The lead was stretched. The proximal conductor was stretched and had blood/body fluid (not obstructed). There was apparent explant damage. A visual analysis was performed only.